Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house contour next meter was tested with the in-house contour next test strips from lot # 9apeg11a, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The customer stated that the event occurred a week prior to calling ascensia diabetes care. Therefore, event date captured as (B)(6) 2019.

Event description:
The customer reported that a week prior to calling ascensia diabetes care, he obtained a blood glucose reading of 30 mg/dl higher on his contour next meter when compared with a different meter. Both readings were obtained within three minutes. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer.